Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient charged their implant , however they were suddenly not feeling the signal and believes the patient might have turned stimulation off, and does not remember how to turn it back on. It was noted that the change in therapy was not related to positional movement. Instructions on how to turn stimulation back on were reviewed however, the patient's care giver did not have the patient programmer (pp) and only had the recharger at the time of the report. The caregiver noted that the pp was in the drawer but could not find it. Instructions on how to turn stimulation back on using the recharger were reviewed, and the caller was successful in turning stimulation back on. Caller stated that the patient was starting to act funny and after a minute the patient told the caregiver that they were starting to feel better. It was suggested for the patient to look for the pp and depending on how patient feels to call the health care professional (hcp). No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.